Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strip vial was found to have a crack or hole within the body or base of the vial. In addition, a secondary issue was noted; the returned vial contained incorrect product not manufactured by lfs. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On(B)(6) 2015, the reporter contacted lifescan (B)(4), alleging damaged vial. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.